Manufacturer narrative:
Evaluation summary: stem was in-vivo for approximately 9 years. Device, x-rays, patient information such as weight, activity level and build is not available. Device is not available to access the dimensional specs. Also, the device's condition (that were already in the body) at the time of revision are not known. Report does indicate that during revision, loosening of the stem was noted. Reason for loosening is unknown. No engineering analysis could be done with available info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the patient underwent right total hip replacement in 1999. Post-operatively, the patient experienced pain and was revised in 2003 wherein the head and liner were exchanged. On 2007, the patient was again revised wherein the stem implanted in 1999, and the liner implanted in 2003, were exchanged and loosening of the stem was noted.